Event description:
It was reported that the patient was brought to the hospital after multiple syncopal events. The ventricular lead exhibited loss of capture in unipolar and greater than 2000 ohms impedance in bipolar. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found insulation damage at 22 cm from the connector pin, and a kink at 21.5 cm from the connector pin. Electrical tests found an open distal coil, damaged at 21.5 cm from the connector pin, 1.5 cm from the suture tie down.